Event description:
It was reported that the device was "shredding vein." Additional information was requested, but no additional information was provided. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. The jaws appeared to be in alignment and the clip retainer and push fork were in position. Upon evaluation, the remaining clips were cycled, fed and produced with proper pinch and alignment. The device had been sent out with 17 clips and was returned with 16 clips in the shaft and one in the jaw. No clips had been used. The instructions for use state "prior to each clip application, inspect the jaw tips to ensure the clip is fully advanced to the end of the jaws."